Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s husband) regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump previously slid down from its original position and a healthcare provider moved it up in the beginning of the year. Refer to MFR report number 3004209178-2017-00341 regarding this prior event. Later the patient experienced a hematoma and bleeding in (B)(6) 2017; the date (B)(6) 2017 is considered an approximate date of event (month and year known only). The hematoma was noted as having got into the pocket the healthcare provider made for the pump. The patient was bleeding out from the incision rapidly. The pump was explanted on (B)(6) 2017. The hospital was noted as having had the patient¿s pump, but the reporter (consumer) had the patient¿s personal therapy manager and wanted to return the ptm to the manufacturer for donation; no patient harm was reported regarding the ptm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.